Manufacturer narrative:
Additional narrative: examination of the submitted sample confirmed the reported event. The root cause was manufacturing operator error. A quality alert ((B)(4)) was already raised to communicate the issue with operators and emphasized that we must follow procedure to perform check carefully. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a total knee replacement, the patella implant was passed onto the sterile field. Folded on the outside, there was a piece of a blue surgical glove, or exam glove, stuck to the outside of the inner sterile packaging.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.